Manufacturer narrative:
The device history records for the sam 350p device was reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed. The review revealed no rework was conducted and no concessions/deviations related to the issue were identified. The sam 350p passed ¿out qat from heartsine technologies on the 24th february 2015. A visual inspection of the device revealed no apparent defects. After further investigation it was found that the reported fault could be attributed to the failure of reed switch, sw1. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a sam 500p.

Event description:
Child patient prompt with adult pad-pak. No patient involvement.

Event description:
Child patient prompt with adult pad-pak. No patient involvement.